Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak. It was reported that during sleeve preparation of an xtr clip delivery system (cds), while flushing the delivery catheter (dc) handle and de-airing with the lock lever, the cap of the lock line was observed to be visibly cracked, which resulted in a fluid leak. The cds was not used in the patient and was replaced with another cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported leak was confirmed. The reported lock lever cap crack was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported leak and observed polyimide tubing protrusion appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. However, the reported lock lever crack was not confirmed as no cracks or any other issue was observed to the cap. The issue is being addressed per internal operation procedures. Av will continue to trend the performance of these devices.